Manufacturer narrative:
(B)(4). Corrected data: brand name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Manufacture date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used in surgery on (B)(6) 2017. A lcp (locking compression plate) drill sleeve couldn't be attached to a plate. The surgery was extended for 15 minutes. No information available about patient and surgical outcome. There was no patient harm and no other medical intervention. Concomitant device: 1x unk plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot number h028400. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 05jan2017. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint is confirmed and appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.